Event description:
A physicist descrepency was reported with the 9900 system. Info provided stated no boost when 33ma is reached, exceeds 10 m after normal mode and field size for mag 1 is off. System is still in use. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported ma failure could not be duplicated. However, identified the need to adjust the mag 1 field sizing. Adjustments completed. The system was tested and found to be working as intended and placed back into service.